Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the system was in disconnected mode. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the system was in disconnected mode. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the error in the dispensingdevicesyncservice.log indicated a grpc communication failure due to a network connectivity issue¿the station was unable to reach the host at 168.46.38.17:21802. This aligned with the "patient data & interface data may not be current" icon, which typically appears when sync services are disrupted. A technical support specialist verified the error in the logs, referenced ka (B)(4) for full sync failure post-upgrade, deployed the necessary package, backed up the database, and rebooted the station. Although the initial full sync failed, the proxy settings were corrected as per ka (B)(4) . After rerunning the full sync, it completed successfully, and the system functioned as intended after the technical support specialist troubleshot the device.